Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, multiple self-tests and defibrillation cycles without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity log does indicate that the user was operating in sync mode. The user needs to press and hold the shock button to deliver a shock in sync mode. The multifunction cable and other accessories were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.